Manufacturer narrative:
As the lot number for the device was not provided, a lot history review could not be performed. The sample was returned to the manufacturer for evaluation and photo was provided for review. The investigation is confirmed for catheter break. A definitive root cause for the reported event could not be determined. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 7707540 implantable ports allegedly experienced fracture. This information was received from one source. The malfunction involved a patient with no known impact to the patient. The (B)(6) year old female patient weight was not provided.